Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the medstation and mini drawer had failed. A field service engineer (fse) replaced the mini drawer engine. The drawer was able to recover, but the side fascia plate was rubbing against the edges of the drawer. The fse shut down the station and removed the drawer to adjust the face plates. All triple-wide mini drawers were retested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main mini drawer had failed and does not register as closed when pushed in to closed position. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.